Event description:
Competitor lead- lead failure/ suspected failure high impedance (pacine) and thresholds increased. The lead was reprogrammed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).